Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and motor position encoder error alarm as well as crack on the bottom of the motor and the insulin pump an inch long crack. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer states insulin pump did not exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.